Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s controller displayed the elective replacement indicator (eri) message. Troubleshooting is pending where the software will be updated. Device is providing therapy.

Event description:
New information received indicates that troubleshooting was performed and the message was cleared.